Event description:
On february 5, 2010, a doctor reported to sybron implant solutions (B) (4) that a patient had a pitt easy abutment screw fracture. This is the second of two incidents.

Manufacturer narrative:
It was reported that a patient had a fractured abutment screw. The product was returned to sybron implant solutions (B) (4) for evaluation. The evaluation indicated that the abutment screw meets product specifications and that the fracture was caused by loosening due to overloading. This is not a product failure.